Manufacturer narrative:
The device was received undeployed. An 0x40 alarm was observed in the data, indicating a drive stall. A drive stall was observed in the data. No timeouts were observed in the data. The teeth on the ratchet gear were observed to be damaged. This would cause a failure for the ratchet gear to rotate, leading to an undeployed device, the drive stall, and the corresponding alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.